Manufacturer narrative:
Event was confirmed to be a duplicated of another reported event. No further information will be provided as follow up for this report. Please refer to 9617601-2025-00139 for further information regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparation for an aneurysm coil embolization, a catheter was bent and a leak was observed. The leak location was unknown, and the catheter had not been inspected or tested prior to use. The catheter was flushed as indicated in the instructions for use. The catheter was not implantable and was replaced by another product. No patient symptoms or complications were associated with this event. No patient complications have been reported as a result of this event.